Event description:
On (B)(6) 2022, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins) for spinal pain indications. The reason for call was caller says the pt is in "horrific pain" and needs an MRI. Patient services (ps) asked if the pain is related to scs device and caller says they "aren't sure, it could be, and also dr thinks that it could be due to another pinched nerve in his back but we aren't sure". Caller says the scs was put in for "coverage of pain in his lower left leg and it hasn't done that at all but its giving him huge charges in his right leg, and they have done adjustments several times". They said this pain started "when they turned the stimulation on, which was two weeks after the implant surgery". They said old ins was removed so pt could "have a back surgery to put some spaces in his back last december and then they waited until (B)(6) to put the new stimulator in, once the back had settled down". The patient was redirected to their healthcare provider to further address the issue. Caller says pt had an MRI scheduled for saturday and the center just cancelled it because they "don't have enough information about the stimulator and they need information about the leads". They said the center has the patients model and serial numbers and caller already knows about MRI mode but the center needs more info. Ps suggested that this MRI center call tech services. On (B)(6) 2022, additional information was received from the patient reporting that an epidural cortisone injection was done to address their pain with no change in pain level in there lower back. The original leads were placed for pain relief in their lower left leg with no relief. Meanwhile, a new MRI showed increased compression of central and peripheral nerves in their lower back. The issue was not resolved. Their lower back pain and left lower leg pain were excruciating. Today ((B)(6) 2022), new leads were placed as a trial in the thoracic region to stimulate the sacral area. They stated that it was too early to know the results, however stimulation was felt in lower back with a bit (20%) of pain relief. The left lower leg/ankle were not impacted. Referral to neurosurgeon for (B)(6) appointment for evaluation and potential surgical plan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.